Event description:
Related manufacturer reference #: 1627487-2019-09391. It was reported the patient experienced ineffective stimulation from the scs system, due to lead migration. As such, the patient underwent surgical intervention where the leads were explanted.